Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump "lost" 4 minutes in approximately 1 month. Tandem technical support reviewed pump data and verified the pump did not lose more than 2 minutes per month. Tandem technical support guided the customer through adjusting the pump time. Customer's blood glucose level was 256 mg/dl.